Manufacturer narrative:
(B)(4). Date sent: 12/02/2021. D4: batch # 126a54. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the pph03 device arrived with no apparent damage. The breakaway washer was uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/5/2021. Additional information: 1. Was there any patient consequence as a result of the procedure being prolonged? 2. Could you please clarify if there were any patient consequences? 3. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Answer:. Additional hospital stay and an additional procedure to extract the donuts patient was in mild hypotension in the first 24 hours. Needed additional surgery and additional hospital stay b1, b2, h1 and h6.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any patient consequence as a result of the procedure being prolonged? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Answer- additional hospital stay and an additional procedure to extract the donuts patient was in mild hypotension in the first 24 hours. Needed additional surgery and additional hospital stay

Event description:
It was reported that the device fired during the hemorrhoidectomy did not fire plastic to plastic. It stopped before the blade could touch the anvil. Staples fired completely but the blade did not proceed till the end and stopped before the end. Device removed and checked for leaks and haemostasis. Surgeon checked for staple formation and did multiple leak test to check whether there were any leaks in the patients caused by the device. Surgery was delayed 60 minutes. The procedure was completed successfully.